Manufacturer narrative:
Based on the available info, this event is deemed serious injury. The end user notes that his skin was not broken. The end user uses stomahesive powder and sting free protectant. The convex wafer without eakin seal was recommended to the end user. A review of the reported lot quality records and retains indicate this batch was manufactured to specification. Complaints of this nature will continue to be monitored. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow up report will be submitted. (B)(4).

Event description:
End user reported redness beneath eakin seal. The user stated there is a red ring all beneath where the eakin seal was. It has been there for a few months.